Manufacturer narrative:
3003721894-2018-00235 is associated with argus case (B)(4), new poligrip si. New poligrip si is marketed as super poligrip in the us.

Event description:
Haemorrhage; malaise (sickness); nausea; decreased appetite (inappetence); tongue erythema (tongue redness); pharyngeal erythema (red throat); device use error (device use error). Case description: this case was reported by a consumer via call center representative and described the occurrence of haemorrhage in a (B)(6) female patient who received double salt dental adhesive cream (new poligrip si) cream for denture wearer. The patient's past medical history included tooth extraction. Concurrent medical conditions included denture wearer and allergy. On an unknown date, the patient started new poligrip si. In 2018, less than a year after starting new poligrip si, the patient experienced haemorrhage (serious criteria gsk medically significant), sickness, nausea, inappetence, tongue redness, red throat and device use error. In 2018, the outcome of the haemorrhage, sickness, nausea, inappetence, tongue redness and red throat were recovering/resolving. On an unknown date, the outcome of the device use error was unknown. It was unknown if the reporter considered the haemorrhage, sickness, nausea, inappetence, tongue redness, red throat and device use error to be related to new poligrip si. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Clinical course: the patient was allergic. At the end of (B)(6) 2018, she had two teeth extracted and then the denture became unstable. She started using new poligrip si because it was recommended by her dentist. Subsequently, she became unwell and nauseated. She also lost appetite and presented with redness of the tongue and throat. Occasionally, when she spat, blood was seen in the sputum. The source of bleeding was unknown, but trauma after tooth extraction had already healed. She thought anaesthesia might be the cause, but after reading the label instructions of new poligrip, she came to realize that new poligrip might be the cause and that she had been using too much amount of it. In order to prevent the denture from coming off during treatment, she had used new poligrip si several times daily. After she reduce the amount of new poligrip, the symptoms were markedly alleviated. No further information is expected.